Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included systolic heart failure (chronic), peripartum cardiomyopathy, shortness of breath, congestive heart failure, chickenpox, postpartum depression, menstrual cramp and human papilloma virus infection. Previously administered products included for an unreported indication: sumac, codeine and sulfa. Past adverse reactions to the above products included dermatitis with sumac; and hypersensitivity with codeine and sulfa. Concurrent conditions included weight gain, menorrhagia, galactorrhea and dyspareunia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: she underwent an essure confirmation test. Surgical pathological report: simple cyst with nondescript lining. Endometrium proliferative phase. Myometrium: no significant pathologic abnormalities. Right tube: no significant pathologic abnormalities. Received treatment for menorrhagia, weight gain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: test bilateral occlusion; on (B)(6) 2014: showed blocked tubes. Ultrasound pelvis - on an unknown date: the uterus is at the upper limits of normal, measuring 9.9 cm in length. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events added: menorrhagia, weight gain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.